Manufacturer narrative:
The product was returned for evaluation. The visual inspection revealed that the contents of the kit only has been received, no packaging, therefore the evaluation cannot verify that the film was stuck to the pouch seal. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history based on the historical data revealed a similar previous event; this failure mode will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The supplier's investigation stated that no deviations or unscheduled maintenance associated with this issue during the manufacture of this lot and no non-conformances were noted by manufacturing or quality personnel during the in-process checks. It was determined that the image provided did not show the defect and was of no valuable to the investigation. The manufacturing process was reviewed by the supplier. There are controls in place to detect any non-conformant products. There is 100% inspection carried out as part of the packaging process and if a component is detected within the seal area of the pouch, pouch will be rejected. Without the packaging, it cannot be verified that the film was stuck to the pouch seal, the event cannot be confirmed, and definitive root cause could not be determined. However, the supplier has taken this complaint into consideration for operators' awareness and to reinforce training. Should additional information become available, further investigation will take place. At this time, we have no reason to suspect that the product failed to meet the product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during set up for a npwt, using a renasys f medium w/soft port, it was found that the film inside had been stuck with the packaging bag at the packaging seal during the production process, and could not be used. The treatment was performed, without any delay, using a s+n back-up device. Since incident occurred before treatment; patient was not yet involved. No additional information is available currently.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.